Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer went to emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 30 to 40 mg/dl at the time of the incident. The customer used food to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer alleged pump over delivery. Troubleshooting was completed but did not resolve the issue. The customer stated they went high after being treated for the low. They were given intravenous insulin to treat the high. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.